Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Patient reported "rupture", "had problems right away" and "had some hardening right away". This record is for the left side. Device remains implanted.